Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 2 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a cerebrovascular accident (cva). This was a hemorrhagic conversion of a stroke that was prior to the lvad implant of (B)(6) 2017, and worsened with the implant of the lvad. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported stroke event could not conclusively be established through this evaluation. No additional information was reported - regarding treatments, outcomes, patient status and condition. The patient remains on ongoing heartmate 3 lvas support. The instructions for use lists stroke, and neurologic dysfunction as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.